Manufacturer narrative:
Correction: disregard file (after further review it was decided that the issue is a non reportable malfunction).

Event description:
It was reported that the design and the quality of the plastics are a high failure, which is very costly, making it very high cost to ownership product as the door breaks far too often. There was no patient involvement reported in this event.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the design and the quality of the plastics are a high failure, which is very costly, making it very high cost to ownership product as the door breaks far too often. There was no patient involvement reported in this event.